Manufacturer narrative:
Manufacturer ref no.: (B)(4), the device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws wedged between the motor and camshaft gears. A loose motor gear was also found during evaluation which contributed to the system error 105. The motor assembly, motor screw, and gears were replaced.

Event description:
It was reported that a pump has a system error 105, there was no reported patient involvement.